Event description:
On (B)(6) 2011, the lay user/patient's friend or relative contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter continued to prompt the "apply sample" icon even after a blood sample had been applied to the test strip and an issue testing in the memory mode when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the 2 alleged issues with the subject meter began on an unspecified time on (B)(6) 2011. The reporter informed the cca that the patient manages his diabetes with insulin (self adjuster) and due to the alleged issue with the subject meter the patient did not make any changes to his usual treatment. Reportedly on (B)(6) 2011, after the alleged issue started, at an unspecified time, the reporter claimed that the patient felt weak with cold sweats. In response to his symptoms, at an unspecified time, the patient's reporter stated that the patient self treated with food and drink. No other device was available at the time of concern. During the initial call with customer service, the cca noted that the patient was using the correct test strips and a proper testing technique for applying blood. The cca confirmed that the "apply sample" issue remained unresolved. However, the testing in memory mode issue was resolved with training on proper use for accessing testing mode. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims the patient was unable to test his blood glucose due to the 2 reported issues and reportedly developed symptoms suggestive of hypoglycemia, which required self intervention after the reported issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.